Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant is unknown. It is unknown if patient have regular follow up visits. Approximately nine years post index procedure and during a doppler procedure, the physician noticed a type I endoleak from the right ectatic iliac. There were no signs of migration. A CT was not performed due to high creatinine. An intervention was performed where an endurant 16x24x82 was placed in the right iliac in order to reline and extend the graft. The endoleak was resolved. No clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4). Evaluation codes: inherent risk of procedure (endoleak); patient¿s condition affected effectiveness of device (disease progression; iliac artery dilatation). Evaluation codes: inherent risk of a procedure (endoleak); device failure/lack of effectiveness related to patient condition (disease progression; iliac artery dilatation).